Manufacturer narrative:
Other text: one infusion pump was received for evaluation. Visual inspection found tamper seals are intact, and the device was observed to be in good condition. The device?s event history log was reviewed for evidence of the reported event, and the device?s event history log was reviewed for evidence of the reported event, power down, and no disposable? Alarm messages were found. To conduct functional testing, batteries were inserted to power up device and message? Service due? On the pump display, and clock battery due date. To address the issue, the clock battery was replaced. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed error code service due. . No adverse patient effects were reported by the customer".